Event description:
Complaint received from (B)(6), synthes quality engineer. During 1st audit inspection at monument, it was discovered the tip was broken. The part came from express care kit vip2c lot # 182.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The cannulated shaft polyaxial screwdriver [product code: 2867-20-000, lot no: ui213532] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was sent to fracture analysis. Analysis found evidence of plastic deformation. The texture of the fracture is consistent across the entire surface suggesting the driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the polyaxial screwdriver tip becoming broken cannot be positively determined. However, the fracture analysis report reveals evident plastic deformation. The texture of the fracture is consistent across the entire surface suggesting the driver underwent a quasi-static overload failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.